Event description:
Report 2 of 4. It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the holder released from the needle while the cannula remained in the patient's arm. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: material #: 368835. Lot/batch #: 3296785. Bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub-holder separation was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing, each drawn with water, and upon completion the indicated failure mode for hub-holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd has initiated further root cause investigation relating to the issue of hub-holder separation through corrective and preventive actions.